Event description:
It was reported that the patient has experienced an increase in absence and atonic seizures. It was reported that the increase is affecting the patient's daily life and safety. It was reported that the patient's generalized tonic clonic seizures have decreased significantly. Further follow-up revealed that the patient's main seizure type prior to vns implant was generalized tonic clonic seizures and that the absence and atonic seizures were never noted until three months following vns implant. It was reported that the absence and atonic seizures are gradually increasing in time and frequency. There were no medication changes, programming changes or other external factors that preceded the onset of the absence and atonic seizures. It was reported that the physician adjusted the patient's medications.